Manufacturer narrative:
(B)(4). Concomitant medical products: part: 00784804201, modular neck r2 12/14 neck taper, lot: 62053330; part: 00801803602, femoral head 12/14 taper, lot: 62122125; part: 00875101236, neutral liner 36 mm i.d. Size kk, lot: 62033830; part: 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot: 62119804; part: 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot: 62119812; part: 00875705601, shell with cluster holes porous 56 mm o.d. Size kk, lot: 62064692. Reported event was confirmed with photographs and operative notes provided. Operative notes stated: following primary surgery, the patient suffered from progressive anterolateral hip pain with swelling. Review of radiographs showed significant intracapsular fluid collection and heterotopic ossification at the tip of greater trochanter. Evidence of adverse reaction of metal debris was noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02301, 0002648920-2019-00392.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, approximately six and a half years later the patient was revised due to pain, elevated cobalt levels, potential cobalt toxicity. No further event information available at the time of this report.